Event description:
On (B) (6) 2006, this patient was implanted with gore tag thoracic endoprosthesis. On (B) (6) 2006, an additional procedure was performed whereby an additional gore tag thoracic endoprosthesis was implanted. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.